Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer, with the assistance of technical support, inspected the o-ring, cleaned the pneumatic tap area, and ensured the cartridge was properly attached. The load process was successfully completed, allowing the customer to resume insulin therapy. No further actions were necessary.